Event description:
Per mdrf, this system was removed due to infection. This system was replaced with another biotronik system. Exact date of explant is unk. The explant date used was the date the new system was implanted. Lumax 340 dr-t, MDR 1028232-2009-00969. Setrox s 53, MDR 1028232-2009-00970.